Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose level of 541 mg/dl. Customer gave a correction bolus via the pump to address bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.